Manufacturer narrative:
The bench service engineer (bse) replaced the touchscreen and lcd assembly to resolve the issue. It was stated by the bse on 07nov2022 that the device passed all tests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to philips and reviewed on 11aug2023. The touchscreen was visually examined for physical damage. It was verified that the screen was totally cracked and unusable. No further testing could be performed to verify the customer complaint, so the root cause was determined to be physical damage. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an error code displayed. The device was reported to be outside of use at the time of the reported problem. The bench service engineer (bse) confirmed that the customer reported a problem with the o2 activating on its own. While servicing the device, the bse found that the front bezel, touchscreen, and lcd were broken.